Manufacturer narrative:
The valve channel and spring were returned for analysis. Visual inspection of the returned parts did not show any indications of excessive wear or fault. The spring was in working order. The reported failure could not be duplicated. It was also determined that a leaking man/auto selector valve would not cause or contribute to the reported problem.

Event description:
It was reported that during a case, the pt's co2 readings were elevated. The ventilation mode on the anesthesia machine was changed to manual mode and the pt's co2 readings returned to an acceptable level. The case was completed and there was no pt injury reported. The biomed technician at the hospital tested the machine after the case, and reported that he found a leak at the man/auto switch. The local biomed replaced the valve channel and spring. The local biomed tested the machine and returned the machine to use. No further problems have been reported.